Event description:
"It was reported that the system one dissociated from the constrained acetabular insert in 2009. Therefore, the surgeon performed revision surgery with the patient the same day.

Manufacturer narrative:
Additional information has been requested and if available, it wil be submitted in the supplemental report.